Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by effluent turbid and abdominal pain. The cause of the peritonitis was unknown. On an unknown date, the patient was admitted to the hospital. Treatment for the event was not reported. On an unknown date, the patient was discharged from the hospital. The patient was recovered from this peritonitis event. The action taken with dianeal therapy was not reported. No additional information is available.